Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse confirmed the issue and found the assy display top lcd rohs to be bad. So in order to fix the issue the fse replaced the assy display top lcd rohs ((B)(6)). The fse also replaced the video generator pcba ((B)(6)), and the upper display monitor cable assy ((B)(6)) as a precaution. The fse then performed a preventive maintenance (pm), a full calibration, and tested the unit. The unit worked to manufacturer¿s specs. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, a thin red line ran was observed across the top screen of the cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).